Event description:
The complaint is reported as: "the doctor on call decides to pass the catheter (previous administration of 10 mg of vecuronium), the intervention is performed according to institutional protocol and after several attempts to cannulate the right subclavian vein, the guide passes with slight resistance, dilates and at the moment of inserting the cvc and remove the guide through the distal route, it bends and looks dysfunctional. Due to the risk of being lodged in the blood vessel, it was decided to remove everything completely." No patient harm was reported. A new device was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of guidewire unraveled in use was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the doctor on call decides to pass the catheter (previous administration of 10 mg of vecuronium), the intervention is performed according to institutional protocol and after several attempts to cannulate the right subclavian vein, the guide passes with slight resistance, dilates and at the moment of inserting the cvc and remove the guide through the distal route, it bends and looks dysfunctional. Due to the risk of being lodged in the blood vessel, it was decided to remove everything completely." No patient harm was reported. A new device was used.